Event description:
It was reported that during a stent procedure, upon inflation of the stent delivery system (sds), the balloon ruptured at 2 atm. The stent was partially expanded in the proximal part. Upon withdrawing the sds, the stent moved back from the original position because the stent was stuck to the balloon. The pressure was increased and it was possible to remove the balloon from the stent. With an additional inflation, it was possible to open the stent and a balloon catheter was used to fully expand it, but it was in an unintended site.